Manufacturer narrative:
The manufacturing batch lot was not provided so a review the device history records for the guidewire involved in this incident could not be performed. The device was received for analysis. As received, the specimen consisted of one unknown safari2; returned lodged within the isleeve dilator, loose and double-bagged within "zip-lock" style poly biohazard pouches. As received, the specimen wire was lodged within the isleeve dilator extending 94.5 cm from the distal tip of the dilator. The specimen presented numerous offset coil wraps of varying severity and frequency scattered over the length of the device, creating localized oversized diameters to .03770". The specimen also presented several kinks/bends of varying severity and frequency scattered over the length of the device. The specimen wire presented stretched coil wraps immediately distal of the dilator distal tip. No other damage or inconsistencies were noted to the specimen. Both joints appeared to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appeared visually and dimensionally correct. At this time it is not possible to assign a definitive root cause for the event as reported. Based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and/or procedural factors appear to have impacted on the event as reported. If additional information is received a follow-up medwatch report will be submitted.

Event description:
As reported by the distributor; "safari 2 guidewire kinked, unable to advance or remove from isleeve dilator. Initial isleeve kinked, ? The cause of the kink in the wire." Procedure completed with another of the same device. Patient stable.